Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had varying, increasing and high impedance on the superior vena cava (svc) coil. The high impedance values were reproducible by patient exercise. An x-ray showed the svc coil was not in the expected position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.